Manufacturer narrative:
Concomitant medical products: ilxc1616135 graft, implanted: (B)(6) 2006; bfxc2816165 graft, implanted: (B)(6) 2006; ilxc1818135 graft, implanted: (B)(6) 2006; iexc161655 graft, implanted: (B)(6) 2006; iexc161655 graft, implanted: (B)(6) 2006; a2dr01 ipg, implanted: (B)(6) 2019; 4574-45 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with "pulses near neck as the patient "felt the higher output." It was confirmed that the right ventricular (rv) lead had dislodged to the superior vena cava (svc). The lead was turned off and remains in use, the patient was admitted for observation. No further patient complications have been reported as a result of this event.